Manufacturer narrative:
Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that at their initial surgery on (B)(6) 2003 when they were placing the leads, they woke the patient up and asked if it was working good. When the patient got upstairs post-surgery it was not working in their legs anymore. The patient told the health care provider (hcp) and thought something had moved. The patient was told to play around with the programmer to get it adjusted. It did not work and the patient waited until their next health care provider (hcp) appointed to get it adjusted to work in their legs. The patient was told the implant would last 3-5 years and it lasted 3 years to the day before it died. The patient had been told that they were going to have the wires replaced but the patient did not want the wires moved again and did not end up having to do that because they had an adaptor that attached their wires to the new implant. No further complications were reported.